Event description:
A patient reported right side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified:rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.6a., d.6b., d.9., h.2., h.3., h.4., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported, right side rupture. Device has been explanted.